Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection noted slight contamination on the battery contacts. Bench analysis and functional analysis did not reveal any anomalies. Conclusion: could not reproduce the reported failure seen during servicing of the device.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found intermittent operation of the device. Analysis also found the upper case, lower case, and the battery drawer were contaminated. (B)(4)

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.